Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was not working. It was also noted that the cooling fan was noisy. The left keyboard hinge was broken. The handle was cracked. The paper tray was nearly empty. The radiofrequency head cable was worn with twisted cores inside the cable but functional. The anti-slip layer of the radiofrequency head was ripped off. Error codes were found in log and the display flex cable was worn. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed a black screen error twice and the current software could not be installed. The programmer is expected to return for service. It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.